Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12979. It was reported that the patient presented in clinic. Upon review, it was found the right ventricular lead and right atrial lead both exhibited oversensing noise. The physician alleged the leads has lead to can abrasion. No resolution has occurred and the leads remained implanted. The patient was stable and would be monitored.